Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform any tests due to alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient's husband reported via phone call that the insulin pump alarmed motion sensor test failure. The patient's blood glucose at the time of incident is unknown. A displacement test was performed and the device failed. The device was also stuck in a rewind/motion sensor test failure alarm loop. The insulin pump will be returned for analysis.